Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that rupture of two (2) mentor memorygel breast implant 400cc gel breast prostheses was observed during a scheduled breast augmentation procedure. When one of the devices was introduced, rupture was noted on the device. The surgeon felt both of the breast prostheses that were to be used for the surgery and noticed that they felt thinner than other breast prostheses. As a result, the procedure was completed with two different mentor memorygel breast implant 400cc gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis.